Event description:
It was reported that the iodine sponge was further out of the cap than it usually was and it did not appear to have as much iodine on the sponge. The home patient (hp) stated that the sponge did not look as dark brown as it normally was. The hp first noticed the issue right before they went to use a cap and then they looked at a few others. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Manufactured 04/24/2014 to 05/02/2014. The device was received for evaluation. The sample was visually inspected with no issues noted. Functional testing was not able to be performed on the actual sample as the minicap pouch was already opened upon return of the device. However, pressure testing was performed on an unopened companion sample, and no defects were detected. Production records were reviewed and all betadine weight checks were within the acceptable range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: h10 - a used minicap was received and evaluated for this report. The minicap was visually inspected with no issues noted. No functional testing was performed on the used minicap. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same patient as (B)(4).